Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not capture. The epg passed incoming testing. It was indicated that the case and main seal were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not capture when placed on a patient. The epg was replaced and returned for service. No patient complications have been reported as a result of this event.